Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5. Additional information received from the reporter: several attempts were made to operate the device. The components, saws, and/or drill bits that were used were new. It was further reported that the motor device being used was one that operates without a console. Following the failure, the device remained within the surgical field, connected to the console, on the patient.

Event description:
It was reported that at the start of the procedure, the electric pen drive motor device could not be started and the doctor used another device to complete the procedure. There were no reports of surgical delay. It was further reported that the electric pen drive motor device was left in the operating field, resting on part of the patient's leg, by the physician. Once the surgery was finished, it was observed that the motor was hot to the touch and caused a significant burn to the patient. Due to the event, the patient required extended stay in the clinic and triggered a medical audit. No additional information was available regarding specifics of the medical intervention. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5. Additional information received from the reporter: 1. What was the severity of the patient/user burn (please specify the degree, if possible)? Second degree burn, measuring 4 x 3 cm. 2. What was the patient/user outcome? Post discharge required multiple treatments and evaluations by a plastic surgeon, failing to achieve re-epithelialization, so he was readmitted for escharotomy. 3. How long was the patient¿s additional hospitalization? Two days.